Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection using the naked eye was performed and showed the silicone tubing cut into two pieces. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced leaking from a transfer set. It was further reported the transfer set was "completely disconnected by a tear in the tubing", and "split in two without scissors or anything sharp". The patient presented to the pd clinic with cloudy fluid and was diagnosed with peritonitis. The patient received unspecified treatment for the event. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.